Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank after battery change. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer was advised that insulin pump would be replaced. Customer's blood glucose was 122 mg/dl.

Manufacturer narrative:
The insulin pump was received with corroded battery tube however, powered up properly after battery installation. The insulin pump was monitored and no blank display anomalies or low battery alerts noted. The battery power indicator is functioning properly. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked belt clip slot and minor scratches on the lcd window.